Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('horrible bleeding during period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid issue") and autoimmune disorder ("autoimmune problem"). The patient was treated with surgery (essure removed on (B)(6) 2019). At the time of the report, the menorrhagia, thyroid disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, menorrhagia and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: menorrhagia, thyroid disorder and autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff fact sheet was received. Case becomes incident. New lawyer, essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.